Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5 mm x 220 mm x 150 cm coyote¿ balloon catheter was advanced for pre-dilatation; however, it was confirmed the balloon ruptured. The device was completely removed and the procedure was completed with good vascular patency using another 2.5 mm x 220 mm x 150 cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was stable.